Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima ii had mold before unpacking, I found that the heparin cap was moldy. I need to file a claim, a complaint response letter, and a complaint acceptance letter. I can return 5 defective products, and I have photos to provide.

Event description:
No additional information provided.

Manufacturer narrative:
1.DHR/bhr review lot#3171621 1-this batch of products were assembled at intima ii auto line 4 in july, 2023, and packaged at cfs package line in july, 2023. Batch size is 99000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the prn batch used in this batch of products is 3177140 , review the raw material inspection records, no abnormalities. 5) checked all complaint lot of the batch record, raw material processes no changes. The sterilization process is normal, the bi sterility test passed, and the eo residue test passed, the product met the requirement of bi sterility test before released, see the attachment 383057-3171621 coc 2. Plant received 6pcs samples from customer, all the 6pcs sample were not opened, and the latex plug of the prn has whitened issue and damages in different degrees 3. Check the retained samples of the complaint batch in plant, the sleeve stoppers at the top of prns are broken and whitened. 4. Whitened issue and broken issue of latex plug of prn is a kind of aging phenomenon.observe the retained products and store them under constant temperature and humidity,no aging phenomenon has been found in 3 years.according to previous experience, high temperature, high light intensity, strong oxidation or humid environment can cause product oxidation failure. The environment is relatively stable in the production process, which will not cause the aging phenomenon. The defect may be related to transport and storage conditions. 5. No similar complaints have been received from other hospitals about this batch of products. Conclusion no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. High temperature, high light intensity, strong oxidation or humid environment can cause product oxidation failure. The environment is relatively stable in the production process, which will not cause the aging phenomenon, so the defect may be related to transport and storage conditions.